Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increased blood glucose values(up to 500 mg/dl) [blood glucose increased]. No insulin was delivered [device failure]. Case description: this serious spontaneous case from germany was reported by a consumer as "increased blood glucose values(up to 500 mg/dl)(blood glucose increased)" with an unspecified onset date, "no insulin was delivered(device failure)" with an unspecified onset date, and concerned a 864 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus(duration not reported). Concomitant medication: unspecified insulin. On an unknown date, no insulin was delivered from the pen and the patient had increased blood glucose values (up to 500 mg/dl) during use of novopen echo. Batch numbers: novopen echo plus: lvg3e20-2. The outcome for the event "increased blood glucose values(up to 500 mg/dl)(blood glucose increased)" was not reported. The outcome for the event "no insulin was delivered(device failure)" was recovered. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational result: novopen echo plus, batch number: lvg3e20-2. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission, the following were updated: -investigational result updated -EU/ca tab updated, imdrf codes were updated -narrative updated accordingly. Final manufacturer's comment: on 25-oct-2022: the suspected device (novopen echo plus) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Elderly age of the patient and underlying medical history of type 1 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary: novopen echo plus, batch number: lvg3e20-2. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.